Event description:
New information received states the lead was capped and replaced. The patient tolerated the procedure well without complications.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that episodes of non-sustained rv oversensing due to oversensing and intermittent undersensing of r-waves were observed. Lead replacement was suggested. The patient was asymptomatic.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was received showing non-sustained rv oversensing on the ventricular channel. Patient was asymptomatic. Programming changes were made. Patient was stable before, during and after the event. Device remains implanted.